Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated and there was no magnet response. A revision procedure was scheduled and this ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was noted to have no telemetry and no response to the application of a magnet. The case of the device was removed and the battery voltage was measured to be 0.00 volts. Visual inspection found extensive electrical overstress damage on multiple internal components and on the inside of the device base. A hole was also blown in one of the internal components as well. Due to subsequent damage everything within the internal device assembly, the cause of the electrical overstress could not be determined.